Manufacturer narrative:
(B)(4). The device was returned with the plunger, suture, needles, and cuffs in the pre-deployed position, inconsistent with the reported cuff miss. There was slack in the link and dried blood was observed throughout the device, but not at the marker lumen tube, indicating that the device was introduced into the patient anatomy and the foot was deployed, but luminal blood marking was not achieved. During testing, the luminal marking and guide wire patency tests were successful. Needle deployment and suture retrieval were also successful. Based on the investigation findings, the device was fully functional but was partially deployed. The reported cuff miss could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that a arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.